Event description:
The pt expired. The cause of death was unk. The pump logs from (B)(6) 2010 at 10:52 in the morning showed that the device system was set to deliver morphine 25 mg/ml at 2 mg a day; no changes were made prior to the pt's death. It was noted that the pt had other comorbidities. The pt's death was not considered to be device related, but the medical examiner wanted that confirmed with device analysis before issuing a cause of death. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.